Manufacturer narrative:
(B)(4) it was reported that during an a-fib procedure, the carto3 system was activated normally. However, signal noise occurred at ref/deca and map after the pacing site was selected on the system. The severe noise also occurred at the electrode 2-3 of mapping in the lab. The noise was significant and the electrical potential could not be interpreted. By reconnecting and exchanging the cables didn't improve the situation. The procedure continued with the presence of the issue. The customer considered that the malfunction was caused by the motherboard. The procedure was completed successfully without patient consequences. After follow up with the customer, on (B)(6) 2013, it was confirmed that the noise occur on both carto and ep recording systems at the same time and also it was stated that the physician was not able to interpret the both bs ecgs and all ic recordings with the presence of noise making this event reportable dating (B)(6) 2013 as alert date. After unit evaluation it was determined the noise issue was caused by a defective ECG card. The noise issue was resolved after ECG card#1 was replaced. A system test was performed and completed. Unit was functioning per specification. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Event description:
It was reported that during an a-fib procedure, the carto3 system was activated normally. However, signal noise occurred at ref/deca and map after the pacing site was selected on the system. The severe noise also occurred at the electrode 2-3 of mapping in the lab. The noise was significant and the electrical potential could not be interpreted. By reconnecting and exchanging the cables didn't improve the situation. The procedure continued with the presence of the issue. The customer considered that the malfunction was caused by the motherboard. The procedure was completed successfully without patient consequences. After follow up with the customer, on (B)(6) 2013, it was confirmed that the noise occur on both carto and ep recording systems at the same time and also it was stated that the physician was not able to interpret the both bs ecgs and all ic recordings with the presence of noise making this event reportable dating (B)(6) 2013 as alert date.